Event description:
Reporter alleged nurse measured patients' blood glucose of 363 mg/dl, so patient was treated with 20 units of insulin. It was stated 45 minutes to 1 hour later, patient became shaky and sweaty, so when customer tested, glucose measured 379 mg/dl on patient, back to back with a result of 221 mg/dl taken within 5-10 minutes later. Reporter indicated a lab was performed within another 5 minutes and measured 79 mg/dl, so patient was treated with an IV, contents unknown. No other actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.